Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: the UDI # is not known as the part and lot number were not provided h6: medical device problem code: 1494 - incorrect anatomy. The additional device referenced in b5 us filed under a separate medwatch report number. Literature attachment: article title: "a case of proglide knot entrapment by the inguinal ligament resulting in hemostasis failure".

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery using a proglide device using the pre-close technique prior to an interventional procedure. The sutures of two proglide devices were successfully placed. The interventional procedure was completed. Reportedly post procedure, the both preplaced knots were advanced and tightened but the sutures did not achieve complete hemostasis. However, the bleeding had slowed down. Manual compression was applied but complete hemostasis was not achieved. Surgical exploration was performed and revealed that during knot advancement the inguinal ligament was captured by the sutures. Hemostasis was ultimately achieved using a purse-string suture on the common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, the following information was received: the pre-close technique was performed via an 8f sheath hole. Reportedly, the sutures were removed during surgical exploration. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Reportedly, surgical exploration was performed and revealed that during knot advancement the inguinal ligament was captured by the sutures. It should be noted that the electronic proglide instructions for use (eifu), states: do not use the perclose proglide smc system if the puncture site is located above the most interior border of the inferior epigastric artery and or above the inguinal ligament. Do not use if puncture site is located in the superficial femoral artery or the bifurcation of these vessels, since such puncture site may result in pseudoaneurysm. In this case, the puncture inadvertently traversed the inguinal ligament, resulting in suture entrapment and closure failure. Based on the information received, the investigation determined that the reported issue appears to be related to use error. Reportedly, surgical exploration was performed and revealed that during knot advancement the inguinal ligament was captured by the sutures. In this case, the puncture inadvertently traversed the inguinal ligament, resulting in suture entrapment and closure failure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.